Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the intensive care unit for ketoacidosis and high blood glucose of 435mg/dl. The customer was treated with the insulin pump and insulin drip. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.